Event description:
While raising the pt off the bed, two sling clips supporting the upper body broke. No injuries were reported.

Manufacturer narrative:
Please note that previous medwatch reports for this product were submitted under (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, any medwatch reports associated with this product will be submitted under (B)(4). Further info will be provided upon conclusion of the manufacturer's investigation.